Manufacturer narrative:
H3 device evaluation: analysis of the recharger telemetry module (rtm) found no anomalies. There were no anomalies visually observed and the device passed final functional testing. There were no issues found with finding or charging an implantable neurostimulator (ins). H6: please note that method code b17 and result code c20 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they could not keep a ¿good quality to recharge her device¿ because the device did not connect with the recharger telemetry module (rtm) despite the antenna having a good position on the patient¿s skin. It was also reported that the rtm heated up when recharging and that it was ¿difficult to recognize the device.¿ the patient and rep ¿tried charging without the case, repositioning the antenna on the skin and taking the battery out of the controller to reset it, but nothing worked.¿ a new rtm was then tested and worked; the issue was resolved. The rep was to send the patient a replacement rtm in order for them to continue their therapy. There were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No complications were reported or anticipated.